Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump has been cancelling boluses lately. The reporter confirmed in bolus history that bolus was cancelled. The reporter stated that the patient bolused again and was able to complete bolus. The reporter stated that no buttons were pressed on the pump to cancel the bolus. The alarm history was reviewed and the most recent alarm was on (B)(6) 2013 for empty cartridge. The reporter confirmed that there was no recent trauma to the pump and no evidence of moisture. There is no reported adverse event with this complaint. This report is made based on the allegation of the button issue.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/13/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and it shows a cancelled bolus. The keypad was found to be intact and all of the keypad buttons were found to be responding properly. Boluses were able to be performed successfully without cancelling. The keypad was removed and no damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.